Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20504. It was reported the patient's scs system was autoreducing. Diagnostics determined high impedances on the leads. Reprogramming was tried to no avail. X-rays did not show any anomalies with the lead. It was also reported, the patient experienced unintended positional and overstimulation. The patient is to decide the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.